Event description:
Patient informed the clinic lack of restriction. An endoscopic was performed and it was found that the balloon was not in the stomach.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 13/dec/2022. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of deflation as follows: the orbera365 system is to be used in conjunction with a long-term supervised diet and behavior modification program designed to increase the possibility of long-term weight loss maintenance. The orbera365 system is indicated for: temporary use for weight loss in overweight and obese patients (bmi 27-50) who failed to achieve and maintain weight loss with a supervised weight-control program. Pre-surgical temporary use for weight loss in obese and super obese patients (bmi 40 and above or a bmi of 35 with comorbidities) prior to obesity or other surgery, in order to reduce surgical risk. The maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier. The physiological response of the patient to the presence of the igb may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible adverse events. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, igb inflation after placement (i.e. Spontaneous hyperinflation), ulceration, gastric and esophageal perforation, and other adverse events which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 12 months of placement. "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following igb placement as the digestive system adjusts to the presence of the igb. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this is indicative of an igb deflation. A patient who's deflated (i.e. Collapsed) igb has moved into the intestines must be monitored closely for an appropriate period of time (at least 2 weeks) to confirm its uneventful passage through the intestine. Abdominal or back pain, either steady or cyclic. Igb deflation (i.e. Collapse) and subsequent replacement deflated device should be removed promptly. Possible adverse events: intestinal obstruction by the igb. An insufficiently filled igb or a leaking igb that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel or adhesion formation, which may occur after previous surgery on the bowel, the igb may not pass and could cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Insufficient or no weight loss. Igb deflation (i.e. Collapse) and subsequent replacement. Additional information: the investigator determined that a device history record (DHR) review is required for this complaint, as the reporter noted that the device will not be returned for analysis and thecomplaint is vigilance or MDR reportable . There are no other similar complaints against this lot number, af04616.